Event description:
The customer reported to olympus that the duodenovideoscope had a defective bowden cable. The device was returned for evaluation. The following reportable malfunction was found during the device evaluation: the air/water cylinder and tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the air/water-cylinder and tube having foreign objects, the additional evaluation findings are as follows: the distal end had residual liquid; the grip had a scratch: the right/left upward/downward angulation control knob was discolored; the air/water-cylinder had no color, the suction cylinder had no color, the switch box had a scratch, due to a cut on the knob wire, the forceps would not rise at all, the light guide lens had a crack, the distal end was shaved, due to the annual inspection, some parts had to be replaced, the adhesive around the objective lens had discoloration. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided there was no malfunction of the reprocessing accessories. Manual cleaning is initiated immediately or approximately within twenty (20) minutes after use. It was stated during pre-cleaning and after the endoscope is removed from the patient, we wipe down the outside. During manual pre-cleaning in the basin, it is wiped again from the outside and all possible channels are brushed and placed in a washer/disinfector where it remains for one (1) hour. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.